Manufacturer narrative:
The insulin pump up arrow button did not response due to corroded keypad trace. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not working. The customer's blood glucose was 6.4 mmol/l at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to any magnetic field prior to the event. The insulin pump will replaced and will be returned for analysis.